Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an alto stent graft system. It was noted that the usual preparation of the device was confirmed, and the physician elected to implant the stent in a crossed (ballerina) configuration due to the anatomy. A lunderquist (non-endologix) wire was used for the alto main body delivery from the left access. After releasing the second knob for the proximal crown, the polymer was mixed as usual and injected. The polymer advanced through both stent legs; however, an attempt for retrograde cannulation was performed without success. The lunderquist wire and catheters were touching the contralateral leg of the graft, but it was not possible to cannulate. After approximately 15 minutes the physician decided to perform ballooning of the sealing rings and attempted cannulation through the cross over lumen, which was unsuccessful. An angiography confirmed that a seal was achieved, but there was no contrast coming from the contralateral leg. Multiple attempts using several non-endologix wires were unsuccessful. The physician elected to deploy both ovation ix limbs in the ipsilateral leg and there appeared to be very good blood flow in both patient legs while no endoleak in the aneurysm sac. A follow-up computed tomography (CT) scan is scheduled to assess the condition of limbs. The patient¿s status was reported as doing very well for the moment and will be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the intraoperative, unable to cannulate, failure to unfold and contralateral limb occlusion complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing very well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6 investigation finding codes ¿ remove code 4611.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the intraoperative, unable to cannulate, failure to unfold and contralateral limb occlusion complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing very well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date -updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.